Event description:
It was reported that while the patient was in the hospital for an unrelated surgery in pre-op their heartrate was observed to be at 40 beats per minute. Medication was administered to speed up the heart rate, however the physician did not have the tools to interrogate the device at that time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.